Event description:
It was reported that there was a confirmed overdischarge and a physician mode recharge (pmr) did not successfully reset the device. It was not known if there were prior overdischarges. The device was implanted and out of service but the healthcare professional (hcp) and patient discussed options and decided to replace in november. It was noted that a ¿por¿ had been attempted ¿without luck.¿ the patient noticed ¿depletion symptoms¿ over the last six months prior to report. It was noted that the implantable neurostimulator (ins) was not recharging normally and was taking much longer to recharge or was not recharging at all. It was noted that the ins was not ¿keeping a charge.¿ the patient felt stimulation in all areas of pain and there was no issue with the lead. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v281381, implanted: (B)(6) 2009, product type: lead. Product ID: 3888-33, lot# v279838, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3998, lot# v266015, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).